Manufacturer narrative:
(B)(4). The insulin pump was received with a cracked battery tube threads, and cracked case at the battery tube side. Insulin pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Insulin pump successfully downloaded traces and history file using thump. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 alarms on 04/28/2022 16:32:55.000. (Esf#3848575), pump error 63 alarms (line number 496 file number 643), suspected on hw (corroded electronic assembly). Insulin pump was cut open to perform visual inspection. The electronic assembly and force sensor was corroded. The motor and the keypad flex cable had moisture damage. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay, and cracked keypad overlay at the select button. Cosmetic damage was confirmed at battery compartment. Unable to perform the functional testing due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 63 alarms. Pump error 63 alarms due to corrosion on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received via medtronic indicated that the insulin pump had a crack at the battery compartment. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of device.